Manufacturer narrative:
(B)(4). Device history record review was performed and no discrepancies were recorded during the manufacturing process. Additional information obtained: patient had history of gerd, dysphagia, and pain from gastric band. The leak test performed via visigi revealed no evidence of leakage of air bubbles into the irrigation fluid. Plastic connector often used to anchor the tube to the port was not found in spite of a meticulous search along the entire path of the tube form the port to the band and in the pre-peritoneal area. Band was disposed. Not available for evaluation.

Event description:
See user facility medwatch report form #(B)(4).